Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the imaging system would not enter 2d image acquisition functionality at startup. The power switching board and system control board were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the atp console on the imaging system emitted an unintended beep. There was no patient present when this issue was identified. No additional information was provided.